Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unit had cracked case at display window corners and flattened (creased) act button dome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the crack around display. The device will be returned for analysis.